Manufacturer narrative:
Updated field: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions),h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit "doesn't inflate". A getinge field service engineer (fse) confirmed device would not complete an autofill cycle. Fse replaced the pneumatic interface module and screw kit this corrected issue. Device passed all functional and safety tests per manufacturer specifications. Returned to customer and cleared for clinical use. No patient involvement was there. The failure analysis and testing department performed visual inspection of pim received and observed blood in tubing, white residue in the port of pim. Based on past experience, this residue is consistent with saline. CAPA (B)(4) has been initiated to address this issue. Due to this saline spill and the risk it poses, this part cannot be investigated any further by the fat. Retaining pim in the fat dept. As per procedure (B)(4) rev an. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is "impossible to be defined".

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit doesn't inflate. There was no patient involvement.